Manufacturer narrative:
Other applicable components are:product ID 37746 lot# serial# (B)(4) product type programmer, patient product ID 37754 lot# serial# (B)(4) product type recharger product ID 39565-65 lot# serial# (B)(4) implanted: (B)(4) 2013. Product type lead . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right after implant the patient broke her back while bouncing on a trampoline. The patient had stimulation turned off for 6 months to a year and had not run stimulation since she got treatment for her broken back. The patient had a return of pain that started about a month prior to report and the patient wanted to turn therapy back on. The patient wanted to turn stimulation back on but implantable neurostimulator recharger (insr) and patient programmer were stolen. An implantable neurostimulator (ins) overdischarge was suspected. Health issues were the primary reason for overdischarge. The last successful recharging session was 6 to 12 months prior to report. The patient reported that the patient programmer and the insr were stolen. The patient requested information for a new doctor for a potential ins removal. Additional information was received from a manufacturer's representative (rep). It was reported that the patient hasn't charged since implant in (B)(6) 2013. Four (4) pmrs were attempted, but the patient was still in overdischarge. The antenna locate test results were around 40. The rep will discuss the options with the healthcare provider (hcp). No further complications were reported or anticipated. No symptoms were reported. Additional information was received from a manufacturer's representative (rep). It was reported that the patient was planning for replacement of the device. The overdischarge was not resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.